Event description:
It was reported that the phenomenon in which the clip is not fixed during the cholecystectomy and is dislodged.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. Dimensional inspection was performed on the bottom jaw. The distance between the jaw legs was measured. The specification for the distance between the jaw legs as outlined in part drawing g00455 is 0.099" +/- .008". The measured distance was 0.108, which falls outside of the tolerance for this dimension and confirms that the jaw was bent. The following equipment was used: starrett vision system (teleflex equip ID 10160687) reference number: 14532 calibration date: 03/07/19 calibration due date: 03/07/20 functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip was unable to load properly into the jaws of the applier. This was repeated with the same result for the second clip. The device was disassembled in order to inspect the internal components. One of the pivot holes in the channel for the bottom jaw was deformed. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The distance between the jaw legs on the bottom jaw was measured and it was confirmed that the jaw was bent slightly such that it did not fall within the specification. The observed damage to the bottom jaw prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the bottom jaw to bend. However, based upon the observed damage, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "loading issue" was confirmed based upon the sample received. One sample was returned with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly into the jaws of the applier. The device was disassembled and one of the pivot holes in the channel for the bottom jaw was deformed. The distance between the jaw legs on the bottom jaw was measured and it was confirmed that the jaw was bent slightly such that it did not fall within the specification. The observed damage to the bottom jaw prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the bottom jaw to bend. However, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800172 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the phenomenon in which the clip is not fixed during the cholecystectomy and is dislodged.